Event description:
Vacuum applied at 634 and popped off at 635, 637, and again 643. Vacuum placed at 645 after 3 minutes, vacuum was discontinued, pt transferred to or for c-section. Infant delivered at 701. Dose or amount: 50 -cm hg-. Dates of use: 2009 - 14 minutes. Diagnosis or reason for use: suspicion of potential/immediate fetal.